Event description:
It was reported that the customer is having issues inserting the sensors. Customer stated that she got a follow up call for her hospitalization that was previously reported. Customer stated 2 sensors tried inserting and did not stick. Customer stated that sensor that had been wearing for 3 days starting to get red and painful. Customer declined troubleshooting. Customer stated wanted to have sensor replacement. Customer stated that when she pulled the inserter away from the first sensor the needle was only partially in her body. Shipped sensor replacement. No further information provided.

Manufacturer narrative:
Reliability analysis inspected 3 opened or used sensor introducer needles and performed visual inspection and found 2 of 3 introducer needle bent. Remaining sensors needles were found hooked at needle tip. Unable to confirm how customer received needles damage. Due to customer returned opened and used. Also unable to confirm adhesive anomalies due to sensors were returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.